Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/12/2014 with the following findings: a review of the pump¿s black box history showed that the pump time and date had reset after a power reboot event with the battery removed for 5 minutes. The pump was exercised for 24 hours followed by removing the battery. The pump time and date reset after 6 hours without power. The pump case was removed and the internal clock battery was found to be leaking. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked between the case seal and the battery cap. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. The returned battery cap was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The reporter contacted animas again on (B)(6) 2014 and provided some additional information about the complaint. The reporter stated that the initially reported time/date issue with the pump was that the pump's clock was resetting to the default value when a battery was reinserted.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was an unspecified issue with the time and date of the pump. Troubleshooting could not be completed during the call. There was no allegation that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.